Event description:
We became aware on (B)(6) 2022 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 340mm fin nail per the sign technique manual. Surgeon comment: "he was treated with sign nail for the case of floating knee 11 months back at (B)(6) hospital. He started to complain pain on fracture site since two months back. No recent history of trauma. He had rt. Femur fracture non_union for which we did exchange nail from 9/36 sign nail to 10/34 fin nail."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.